Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of 11c aux drawer 2 not able to be recovered was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the check station detected drawer 2 as not being recognized on the bus. Reseating the cables did not resolve the issue. The fse replaced the assy retractor dwr hi cubie, but the problem persisted. The pcba dwr cntlr v1.10/v1 was then replaced, after which the unit was rebooted and tested. The pharmacy system recovered successfully. During dchu visual inspection: (pn 151622-01): received in good condition. No signs of electrical damage, missing components, or fluid ingress were observed. No anomalies were detected during visual inspection. (Pn 353844-01): it was observed that the flat flex cable showed internal wiring damage; no other issues were observed during visual inspection. Dchu testing was performed on an esd-protected surface using a calibrated digital multimeter: (pn 151622-01): dmm testing was performed and the pcba showed that components d501 and q501 were shorted. No further testing was required. Pn 353844-01: no dchu testing was required due to the damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the reported issue auxiliary drawer 2 not able to be recovered involved two independent electronic failures: internal wiring damage of the part pn 353844-01 (flat flex cable) and the flat-flex cable showed copper strands making contact with adjacent strands could be a sign of thermal damage. A short circuit affecting diode d501 and mosfet q501 on the pcba dwr cntlr v1.10/v1 (pn 151622-01). These combined faults directly contributed to the malfunction reported by the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2 failed to open and the user was unable to recover. As per part investigation, it was determined that the thermal damage due to flat flex cable showed copper strands making contact with adjacent strands and short circuit affecting diode d501 and mosfet q501 on the pcba dwr cntlr. There were no adverse events or injuries reported based on this event.